Event description:
It was reported that this right atrial (ra) lead was suspected to be malfunctioning. Boston scientific technical services (ts) discussed with health care professional (hcp) no evidence of under sensing or loc, normal device function. This lead remains in service. No adverse patient effects were reported.